Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the atrial lead and impedances increased to greater than 3000 ohms. During a revision procedure, the physician noted the atrial lead pulled right out of the header. The physician inserted the lead back into the header and no further issues occurred after tightening the setcrew. Normal lead measurements were confirmed and the setscrew was confirmed to be tight. No additional adverse patient effects were reported.